Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No rewind anomaly and no motor error alarm noted during test. Motor passed motor test. (B)(4). The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was 380 mg/dl at the time of the incident. Customer was able to successfully clear the alarm. Customer was unable to complete insulin pump rewind. The insulin pump will be returned for analysis.

Manufacturer narrative:
The date provided with the initial report was incorrect. The correct date is (B)(6) 2019.